Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.

Manufacturer narrative:
No device was returned to olympus for evaluation. The cause of the user's experience cannot be established due to the absence of the device to evaluate; however, the most likely cause of this type of device issue are as follows: the tube sheath may not be retracted fully, the polyp was too large, and the loop may not have been set properly.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, when the user placed the loop around a polyp, the wire holding the loop broke in half and the user was not unable to release the loop as designed. They had to use the loop cutter to cut the loop free (which worked fine). No patient injury reported. The intended procedure was completed. Device was discarded and will not be returned.